Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxc 600i synchron access clinical system generated false low results for sodium (na) and potassium (k) for one (1) patient. Results were reported out of the lab. Repeat testing generated higher results, but were within precision of the assay. Patient reports were amended with higher results. One patient was treated with supplemental k based upon original k result. There was no adverse impact to the patient.

Manufacturer narrative:
Sample was serum. No other sample information was provided. Qc prior to the event was within lab-established ranges. Customer runs qc every 2 hours. Bci field service engineer (fse) evaluated the instrument and found no issues. The low recovery may have occurred after the customer performed maintenance twice per week. Customer will run serum samples after maintenance, followed by a recalibration and qc. Performance was verified.